Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication, due to the improper iol power initially implanted.

Manufacturer narrative:
The intraocular lens was received and is currently being analyzed at the manufacturing site. The lens met all specifications prior to release.

Manufacturer narrative:
Inspection of the intraocular lens (iol) at the manufacturing site showed the diopter of the iol was correct as labeled. All other optical measurements also met specifications. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.

Event description:
The advocate stated the customer tested her blood glucose and received a reading of 344 mg/dl using her breeze2 meter. She retested using another meter and received a reading of 129 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.